Event description:
International facility reported to baxter in 2008 that a mini-cap extended peritoneal dialysis transfer set, blue connection, totally broke during pt use resulting in peritonitis. The pt stated the "fluid does not hold properly." The pt reportedly developed peritonitis within twenty four hrs after the "catheter broke." The defective sample is available for eval. The pt has been retrained on the use of the product. Additional info provided on two weeks later: the pt started on peritoneal dialysis on three days earlier. Dianeal solution was used during therapy. The pt was hospitalized because of the event (unknown length of hospitalization). The therapy prescribed was: vancomycin 2g stat on a week prior to original date, fortaz 400 mg four times per day starting on the next day. Amikin 25g four times per day starting on the same day, and cipro 250 mg per mouth for ten days starting on the next day. Reportedly, the pt developed an allergic reaction to the antibiotics while still hospitalized and was seen by a dermatologist. It is unknown what interventions were required at this time. The effluent reportedly became clear after six days of treatment.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be rec'd for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.